Event description:
It was reported that the tip for dhs/dcs impactor broke off and the depth gauge for 2.0mm and 2.4mm screws metal piece broke off. The torque wrench tip broke off in surgery. There was no negative impact to patient and there was no delay in surgery. The depth gauge metal piece broke off in sterile supply and there was no patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient information provided. Event date: unknown. Device is an instrument and is not implanted / explanted. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 26-apr-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed ¿ the 319.006 depth gauge for 2mm and 2.4mm screws is part of a set routinely used in the 2.7mm/3.5 mm lcp distal fibula plates. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Cause of break was likely caused by excessive weight being placed onto the needle during surgery device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was preformed: the customer reported that a piece of the depth gauge broke off. The repair technician reported the tip was broken. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.